Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prismaflex m100 set ckt. Reportedly, there was an external leak on the arterial line of the set. Treatment was terminated and the blood in the extracorporeal circuit was returned to the patient. The blood loss to the patient was estimated to be 5ml.